Event description:
It was reported that the customer had multiple cartridges that were damaged at the cartridge shroud over a period of one month, interrupting insulin delivery each time. Customer experienced one episode of high blood glucose (bg) level that was displayed as "high" (although a specific value was not provided) on an unspecified date due to the issue. Customer also reported having a ketone level during the event that was identified as life threatening by the healthcare provider. Customer required assistance from spouse who administered a manual injection to address customer's bg. Customer loaded a new cartridge each time to address the issues.